Manufacturer narrative:
H3: product analysis: evaluation determined that the reported malfunction of difficult to insert was confirmed. The likely cause of failure was due to distal bearing was detached. However, it was also noted that the bearings was worn, laser markings were faded and color ring was discolored. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the parts have come loose inside the handpiece during use. There was no patient involved. Additional information received on evaluation stating that distal bearing was detached made this reportable.